Event description:
Saw was not moving during tibial cut and could hear mics firing. Tka. Surgical delay 5 minutes. Noticed a piece broken off of inside of mics.

Manufacturer narrative:
Reported event: it was reported that the saw was not moving during tibial cut after it was noticed that a piece has broken off of inside of mics resulting in surgical delay of 5 minutes. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0b1c and 23 devices were accepted into final stock on 04/19/2018. Review of qt18 - 04 - 0060 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b1c shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw was not moving during tibial cut and could hear mics firing. Tka. Surgical delay: 5 minutes. Noticed a piece broken off of inside of mics.